Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state. G.4. K201075; k251654.

Event description:
Once we announced this, other nurses came forward with similar issues. I do not have specific dates. No harm to patient or employee in any instance. Does event 2 correspond to the partial retraction as shown in the photograph? Yes.